Event description:
This is procedure is part of (B)(6): post-procedure a tia with dizzyness was reported. A head CT, echo and neuro consult were ordered.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not provided.